Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the valve did not open as it was obstructed by calcification. The valve was retrieved from the patient and thrombus was observed on the valve. Subsequently a new valve was used but wasn't able to be implanted. It was reported the valve would not open successfully. The valve was removed from the patient. The patient was transferred to received a surgical aortic valve replacement. No adverse patient effects were reported.